Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that she still needs glasses following bilateral lens implantation procedures. She indicated that she has had to have a film removed from her eye. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.